Event description:
It was reported that the patient underwent l5-s1 posterior fusion mixing rhbmp-2/acs with autograft and therex links and implanting the mixture into the patient's spine. On or around the date of implant, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment". Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient presented with preoperative diagnosis of l5-s1 degenerative disk disease. The patient underwent following operation: 1.l5-s1 posterior lumbar interbody fusion. 2. L5-s1 posterolateral arthrodesis. 3. L5-s1 internal fixation theken spinal rod system. 4. Utilization of the l pod device for interbody fusion, biomechanical device at l5-s1. 5. Harvest of local bone graft. 6. Utilization of bone morphogenic protein posterolateral fusion mass. 7 utilization of therex links in the posterolateral fusion mass. Per-op notes: the wound was irrigated copiously with hydrogen peroxide and antibiotic solution. Lateral mass and transverse processes were decorticated and harvested bone and bone morphogenic protein placed in these areas.